Event description:
The product investigation lab (pil) received an essence with ssd & ssr with the initial complaint of low psi. During the investigation, pil observed damage to the power cord at the mid-cord location, exposing the neutral white wire and the copper strands of the hot black wire. However, pil could not determine the cause of the complaint due to this damage, the compressor was not tested. Pil was able to confirm the complaint of low psi. Additionally, the cause of the complaint could not be determined.

Manufacturer narrative:
The reported and observed failures are accommodated in the product risk management file and is linked to hazard with descriptions "insufficient pressure and flow" and "electric shock". Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Non-serialized product.